Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03329. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat prolapsed and mesh was implanted. It was also reported that the patient had removal of mesh on (B)(6) 2009 and then had mesh and ams miniarc implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision in (B)(6) 2011 and then on (B)(6) 2012 had a partial removal due to erosion and physician recommendation. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03329. The same patient is represented in each medwatch.